Event description:
It was reported that the patient was referred for vns generator replacement due to intensified follow-up indicator = yes, and the patient also experienced an increased seizures. The patient underwent prophylactic generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.